Event description:
Consumer reported the toothbrush broke part of his rear tooth.

Manufacturer narrative:
Since consumer has not returned the product to date, we are unable to determine at which location this particular product was made. Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.